Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation a definitive root cause was not established. However, it is probable a damaged cable coupler contributed to the reported event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition autoclavable camera head did not have an image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. There was no image when connecting to the camera. An additional issue of a damaged coupler was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.